Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist referenced knowledge article (ka) - "proper datasync procedure & how to place new db in es station" and completed a backup and full synchronization. The customer confirmed that the stations began communicating properly and successfully received the refill batch. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server medication ID 83900001354 (lorazepam 580) did not appear in the refill batch. There were no adverse events or injuries reported based on this event.